Event description:
It was reported that, the cardiosave intra-aortic balloon pump (iabp) unit has a self check failure, leak in iab circuit issue, and was displaying autofill failure.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during use, the cardiosave intra-aortic balloon pump (iabp) unit has a self check failure, leak in iab circuit issue, and was displaying autofill failure. There was no patient harm.

Event description:
N/a.

Manufacturer narrative:
Updated fields: b4, d9, g3, g6, h2, h3, h4, h6 (type of investigation, investigation findings and investigation conclusions), h10. A getinge field service engineer (fse) inspected the unit and found error 37 in logs. Fse unable to duplicate problem. Ran and passed all performance and function tests.

Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid.

Event description:
N/a